Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID (B)(6). It was reported that on (B)(6) 2019, the patient underwent a coronary procedure, performed to treat a lesion in the proximal left anterior descending (lad) artery. A 3.0 x 15 mm xience sierra stent and a 3.0 x 8 mm xience sierra stent were implanted. On (B)(6) 2019, the patient was re-hospitalized with angina. A new area of stenosis was noted in the left main coronary artery, within 5 mm of the 3.0 x 8 mm xience sierra stent implanted in the lad. An unspecified 3.0 x 16 mm stent was implanted, overlapping the previously implanted 3.0 x 8 mm xience sierra stent. The patient condition resolved. No additional information was provided.